Event description:
Customer rec'd results in the 300's mg/dl. The customer rec'd a result of 375mg/dl, they decided not to eat and took 100 units of insulin. The customer stated they passed out and were found by family member 3 hours later. Paramedics were called, the customer was given shots of glucose at the hosp. Glucose strips were expired. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.